Event description:
It was reported that a patient experienced peritonitis coincident with therapy for automated peritoneal dialysis (apd). The patient was treated with vancomycin for the peritonitis. It was unknown if the patient recovered from the peritonitis. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.